Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants'), salpingectomy ('bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a (B)(6) year-old female patient who had essure (batch no. 03500201 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was difficult on the right side with a spasm" on (B)(6) 2013 and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: micro-progestative from (B)(6) 2013. Concurrent conditions included weight normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube spasm ("right side with a spasm") and complication of device insertion ("complication of device insertion"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pain in hip ("pain in the area of hip.") And joint pain ("joint pains") and underwent salpingectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2018 and salpingectomy in 2017). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and joint pain had resolved. At the time of the report, the device breakage, salpingectomy, fallopian tube spasm, complication of device insertion and pain in hip outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for complication of device insertion, device breakage, fallopian tube spasm, pain in hip, pelvic pain, pregnancy with contraceptive device, salpingectomy and joint pain with essure. The reporter commented: bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants. Since, presence of pelvic pain and joint pains. Essure were removed on general anesthesia by hysterectomy and was located in the right uterine horn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new events added (salpingectomy, device breakage and incomplete device removal). Case upgraded to incident. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants'), salpingectomy ('bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 46-year-old female patient who had essure (batch no. 03500201 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was difficult on the right side with a spasm" on 29-sep-2013 and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: microprogestative from 10-aug-2013 to 25-dec-2013. Concurrent conditions included weight normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube spasm ("right side with a spasm") and complication of device insertion ("complication of device insertion"). In august 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pain in hip ("pain in the area of hip.") And joint pain ("joint pains") and underwent salpingectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on 11-jan-2018 and salpingectomy in 2017). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and joint pain had resolved. At the time of the report, the device breakage, salpingectomy, fallopian tube spasm, complication of device insertion and pain in hip outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for complication of device insertion, device breakage, fallopian tube spasm, pain in hip, pelvic pain, pregnancy with contraceptive device, salpingectomy and joint pain with essure. The reporter commented: bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants.since, presence of pelvic pain and joint pains. Essure were removed on general anesthesia by hysterectomy and was located in the right uterine horn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-sep-2015. The most recent information was received on 08-jul-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('essure found intramyometrial') and pregnancy with contraceptive device ('pregnancy of 10+3 weeks of amenorrhea with contraceptive device') in a 46-year-old female patient who had essure (batch no. B21673) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was difficult on the right side with a spasm" on (B)(6) 2013 and device ineffective "device ineffective" on (B)(6) 2015. The patient's previously administered products included for contraception: microprogestative from (B)(6) 2013. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube spasm ("right side with a spasm") and complication of device insertion ("complication of device insertion"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. In 2017, the patient experienced arthralgia ("joint pains, pain in the area of hip") and complication of device removal ("bilateral salpingectomy in 2017, failure of the removal of essure on the right side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with other general anesthetics and surgery (bilateral salpingectomy via laparoscopy in 2017 and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain, embedded device and complication of device removal had resolved, the arthralgia had not resolved. At the time of the report, the pregnancy with contraceptive device had resolved and the fallopian tube spasm, adenomyosis and complication of device insertion outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for adenomyosis, arthralgia, complication of device insertion, complication of device removal, embedded device, fallopian tube spasm, pelvic pain and pregnancy with contraceptive device with essure. The reporter commented: bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants. Since, presence of pelvic pain and joint pains. Essure were removed on general anesthesia by hysterectomy and was located in the right uterine horn. Sample not available for inspection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: inserts well in place, fallopian tubes occluded. Scan - on (B)(6) 2015: essure in situ at pregnancy diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: health authority detected that this case was a duplicate to record (B)(4) from which all information will be transferred to this case ((B)(4)), then duplicate record (B)(4) will be deleted. New: for event pelvic pain treatment added: bilateral salpingectomy via laparoscopy. Event amended to "failure of the removal of essure on the right side" (prev: "bilateral salpingectomy in 2017 which did not allow the total removal of one of the implants") recoded to complication of device removal "device removal incomplete", nonserious, new event added "embedded device ('essure found intramyometrial'), treatment hysterectomy", event "device breakage" was deleted. Pregnancy diagnosis: (B)(6) 2015 (prev: (B)(6) 2015), amenorrhea added as symptom. One event code for "joint and hip pain". Anesthetics added as treatment for elective abortion. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.